Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego iii system. During an emergency procedure, the user reported that x-ray functionality was blocked. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available. The device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to the artis zee device which is cleared in the united states under k181407.

Manufacturer narrative:
Siemens has completed an investigation of the event. The investigation was performed considering complaint description, customer service reports, and system history. Before an emergency procedure, the system could only be moved with reduced speed in override mode. The investigation showed that there was an activation of the collision protection switch of the receptor due to a collision with an unknown object. According to the provided information by the customer, they had a problem with the system movement due to an activated proximity switch after a collision. Although it was mentioned that x-ray release was not possible, based on the provided information, this cannot be confirmed. Expert opinion notes that this kind of error does not normally restrict the x-ray functionality. Therefore, a collision caused by user-controlled movement is determined to be the root cause of the issue. According to the instructions for use, it is the responsibility of the operator to ensure that unit movements are released only if they are certain that neither the operator, the patient, third parties nor other pieces of equipment can be endangered by these movements. Troubleshooting was performed by the customer and no customer service engineer from siemens was onsite. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.